Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale. Corrected data: 1 previously reported event is included in this follow-up record. Product return status: 1 device was not available to stryker for evaluation.  Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused. Device not received for evaluation.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device overheated. 10 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient involvement.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twelve events were reported for this quarter. Twelve devices were received for evaluation. Nine events were duplicated during testing. The reported event was not duplicated during testing for 2 devices; however, the devices were outside specifications. Five devices were found to be affected by compromised lubrication. Five devices were found to be affected by corrosion. One device was found to be affected by a shattered bearing and compromised lubrication. One device evaluation is in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 12 malfunction events in which the device overheated. Ten events had no patient involvement; no patient impact. Two events had patient involvement; no patient involvement.